Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) prior to the expected longevity period. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Recommended replacement time (rrt) alert was triggered on 2015-11-06. Daily battery trend data shows gradual rise of battery impedance. Premature rrt alert, without corresponding battery depletion.